Event description:
The ge oec 2800 uroview fluoroscopy system had table motion failure.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the lift spindle and nut. This restored table motions. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.